Event description:
It was reported that the implantable pulse generator had a device reset. The device reset which was caused by the patient¿s radiation therapy triggered elective replacement indicator (eri). The device remains implanted and still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).